Event description:
The customer reported that the internal paddle set failed to discharge. This was detected during a routine check of the device; there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the device and localized the cause of the issue to a failure of the internal paddle set. He noted that the paddle set was very worn. The customer ordered a replacement internal paddle set to resolve the issue. This was a malfunction of the internal paddle set. No further communication was requested and none is warranted.